Event description:
The complainant reported that there was access site bleeding, noted by minimal ooze and a hematoma. The patient underwent a washout of the axillary graft site and the hematoma was evacuated. Some bleeding was also located and it was stopped. Additionally, heparin was paused for that procedure and planned to be restarted afterwards. The patient continued on support and was reportedly stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.